Event description:
A malfunction occurred on the pump as reported by the customer, leading to the customer's blood glucose level exceeding normal thresholds, although the specific value was not known. The customer's corrective action involved a correction injection using multiple daily injections (mdi) to address the high blood glucose level. Technical support provided guidance on resetting the pump, which did not show the malfunction code again after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred, which was acknowledged and understood.